Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had knee replacement surgery (unrelated) two weeks ago, and since then, the therapy hasn't been helping them. The patient stated they turned the therapy off for the surgery and then turned it back on afterward, and they felt the stimulation, which was helping before the surgery but now it wasn't. The patient stated they tried increasing it, but that didn't help. Patient services redirected the patient to follow up with their health care provider (hcp) to check the implanted system since the surgery, but they also reviewed the device description and function and discussed with the patient whether they could try another program in the meantime. The patient hadn't tried switching to a new program yet. The patient was able to connect to their settings, and therapy was on. The patient opted to just wait until they talked to their hcp about the situation. The patient was going to reach out to their health care provider (hcp) to check the implanted system since the knee replacement and stated they would call back if they needed further assistance. Documented and reported event. No further action was taken by patient services.

Event description:
Additional information was received from the patient. They reported that they had a knee replacement surgery and they thought the anesthesia affected the device and this was reset and issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.